Event description:
The customer called and reported that the display on the insulin pump was going black on (B)(6) 2015. Customer's blood glucose went up to 573 mg/dl. On (B)(6) 2015, customer was hospitalized with high blood glucose of 470 mg/dl. Symptoms included excessive thirst and nausea. Customer was treated with saline fluids and insulin injection. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. It was further advised the insulin pump would be replaced and customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and minor scratches on the display window.